Event description:
Patient passed away (B)(4); reported by hcp (health care provider) did not consent to follow up all available information is provided in this report no further clarification is available.